Event description:
Patient was receiving one-hour infusion of paclitaxel. Registered nurse (rn) entered room and saw liquid on the patients table and on the floor. Infusion stopped, rn assessed tubing and saw chemotherapy leaking from connection in tubing. Charge nurse alerted. Chemo spill kit in room. Patient moved rooms. No chemotherapy on patient or visitor. Chemo spill kit used and terminal clean pending. Leak was from one of the tubing connector, not manipulated by any staff preparing/administering the dose.